Event description:
Malfunction 16 was reported on emerald hopkins' t: slim x2 insulin pump, occurring the night before. There was no adverse impact to the customer's blood glucose level. The customer reverted to using the g7 app and insulin pens temporarily and reached out to technical support for guidance on the next steps. No additional information was received regarding the outcome of the event. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.